Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d2, d4, g4, g5, g7, h1, h2, h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This complaint is confirmed. Visual inspection of the returned product identified signs of being implanted such as discoloration and delamination. The post has fractured off. Analysis determined signs of wear and burnishing along with possible surface oxidation that is potentially consistent with in vivo usage of this duration. Edge damage was noted, possibly incurred rom impingement from the femoral hard tissue. The post shows signs of potential indentation/deformation, possibly incurred prior to fracture due to impingement with a femoral component. Bearing shows signs of typical in vivo usage and possible fatigue overloading that may have been exacerbated by femoral impingement on the post and or hard tissue contact with the bearing¿s edge. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Implant date: unknown date in 2005. Report source: foreign (B)(6).

Event description:
It was reported that the patient had a scope of the knee and the physician saw that the ps post was fractured. Subsequently the patient was revised. Attempts have been made an no further information has been provided.